Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 34 mm amplatzer septal occluder was chosen for implant. During the procedure, the physician attempted to deploy the device using a non-abbott delivery system. Upon deployment, the physician observed that the device did not assume its proper shape. The deformed device was never released from the delivery cable while inside the patient. The deformed occluder was retracted and redeployed two times and found to be in cobra shape. As a result, the device was retrieved and was not implanted and the procedure was aborted. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.